Event description:
It was reported that during a colectomy procedure the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch #224c93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received along with an opened packaging. The reload was received unfired and the right fork was broken off and not returned. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 224c93, and no non-conformances were identified. The lot#312c09 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.